Manufacturer narrative:
Hamilton medical ag comes to the conclusion: root cause: defective expiratory valve. Correction: replacement of the expiratory valve.

Event description:
The following was reported to hamilton medical ag: summary: tf 231032 and self test failed.